Event description:
It was reported that during a splenectomy procedure the shears failed. There was no patient consequence due to the the devices failure.

Manufacturer narrative:
Analysis summary: the analysis results found that the devices were returned with the blade gouged and cracked. Device b also was found to have scratches. Due to the damage to the blades, it was confirmed that the devices were non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade (lockout) later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use." The batch history records were reviewed with no anomalies noted during the manufacturing process.